Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the insulin gauge was inaccurate. Customer attempted to load a new cartridge when they received a minimum fill notification after filling the cartridge with 250 units of insulin. Customer loaded a new cartridge to resolve the issues. Customer¿s blood glucose level was 265 mg/dl.